Event description:
Reported on voluntary medwatch (B)(4) " catheter tip of #4 french embolectomy catheter broke off during procedure. It was retrieved using a second embolectomy catheter." Follow-up with customer revealed that when removing the catheter from the right upper arm av arm access site the tip of the catheter broke off. The tip was found out after trying to reopen the site because it clotted off. No patient injury was reported.

Event description:
On (B)(6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra meter is giving inaccurate high reading of "284 mg/dl" compared to "138 mg/dl" obtained on the hospital meter. The patient called back on (B)(6) 2010 to clarify information obtained during the initial phone call. His diabetes is managed with self adjusting insulin per the lfs meter readings. The patient indicated that he was feeling sick on (B)(6) 2010 and had obtained inaccurately high readings on the subject meter prior to his hospitalization. There were no reported numeric results from the subject meter that day as the patient could not recall the values. Allegedly, he took insulin based on the sliding scale per the lfs meter readings. Since the patient was not feeling well after his insulin intake, his girlfriend persuaded him to go for a doctor's office visit. During his office visit, the patient tested at "70 mg/dl" on the subject meter while obtaining a blood glucose reading of "38 mg/dl" on the doctor's meter. The patient reportedly passed out at the doctor's office and was transported via wheelchair to the emergency room across the street. The patient reportedly received medical intervention with a shot of glucagon and IV glucose. He was admitted to the hospital for 1 week. According to the troubleshooting performed with customer service, the two meter to other meter comparisons were performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly passed out and received medical intervention accordingly after he took insulin per the lfs meter readings.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510k # k062195.

Event description:
The facility representative contacted baxter to report a colleague infusion pump with depleted battery alarm. It is unknown when this event occurred. The facility representative stated that there were no reports of patient injury or medical intervention. During baxter's review of the device event history, it was discovered that the depleted battery alarm caused an interruption during delivery. There is no further complaint information available. The user interface module master software version for this device is 5.04.00, categorized as unremediated.

Manufacturer narrative:
The lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.